Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles and headache. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 31, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles and headache. There was no report of patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, manufacturer observed the degraded sound abatement foam using fitt. Other observations included dark residue on the top enclosure, front panel, rear panel, and bottom enclosure. A keratin-like substance was observed on the blower and blower seal. The manufacturer was unable to directly address the symptoms and cannot confirm the complaint of particles being in the tubing and chamber, due to not being returned. The manufacturer cannot confirm the particles in the device. The manufacturer concludes there was evidence of sound abatement foam degradation. Section h6 - device problem code grid, patient outcome code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.